Event description:
It was reported to the manufacturer, via distributor, per facility the screws were falling out of the base of the lift. The base of the unit cracked. Follow-up investigation revealed, that per facility, during a routine resident transfer, one cna was positioning the lifters feet under the bed while the second cna was guiding the resident over the bed. The lift gave way and the resident fell onto the bed. Per facility, the motion caused the device to pin the second cna against the wall. The facility was unable to report what part of the device pinned the cna. The cna received a shoulder sprain and was excused from work for 3 days. The cna is reportedly doing fine now. Complaint #(B)(4) and ra #(B)(4) was entered into system to retrieve the device for in-house evaluation. The device has not been received by manufacturer as of this writing.

Manufacturer narrative:
The lift manufacturer is apex healthcare mfg. Inc., (B)(4). Joerns is sending report to lift manufacturer.